Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "rib cage down low would start bumping real hard. You could see it through my shirt." They patient stated they were told a wire was laying on a nerve "so they tweed it down a bit. Now it's doing it again and they said I just need to go in again so they can tweed it down. Making my muscles and nerves below my ribs jerk again." Follow up concluded the physician was unable to determine what happened as they were unable to replicate the bumping and jerks in the office. They did, however, make programming changes to the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.